Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse") and pelvic pain ("pain"). The patient was treated with surgery (surgery to remove the essure device.). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, dyspareunia and pelvic pain outcome was unknown. The reporter considered device dislocation, dyspareunia and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent for essure confirmation test." Medical conditions: *current weight 239 lbs. Concurrent conditions included genital herpes since 1997, hypertension since 2000, obesity since 2004, dizziness and vaginal pain. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced pelvic pain ("pain") and abdominal pain lower ("pain lower abdominal pain"). In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). In 2010, the patient experienced fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain/loss (specify which one)weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/ feel it move during sex"), back pain ("back pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy(full)). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, abdominal pain lower, fatigue, weight increased and alopecia outcome was unknown, the dyspareunia had resolved and the back pain and abdominal pain upper was resolving. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, back pain, device dislocation, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was reported that she had miscarriage. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received- new event "did not underwent for essure confirmation test were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included genital herpes since 1997, hypertension since 2000, obesity since 2004, dizziness and vaginal pain. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced abdominal pain lower ("pain lower abdominal pain"). In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). In 2010, the patient experienced fatigue ("fatigue"), weight increased ("weight gain/loss (specify which one)weight gain") and alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/ feel it move during sex"), pelvic pain ("pain"), back pain ("back pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (surgery to remove the essure device.). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, abdominal pain lower, fatigue, weight increased and alopecia outcome was unknown, the dyspareunia had resolved and the back pain and abdominal pain upper was resolving. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, back pain, device dislocation, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was reported that she had miscarriage. Diagnostic results: current weight 239 lbs. Most recent follow-up information incorporated above includes: on 7-sep-2018: reporters added. Patient demographics added. Concomitant disease was added. On 31-mar-2009, she implanted essure (previously reported as mar-2009). Updated suspect drug indication. Added events abnormal bleeding (vaginal, menorrhagia), migraines /headaches, fatigue, weight gain, hair loss, pain lower abdominal pain, back pain. Updated events outcome and onset date. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.